Event description:
It was originally reported that the "ok" key on a pump keypad was "intermittent." During due diligence activities, the customer reported that the "ok" key on a pump keypad will intermittently shut the pump off. The customer stated that the pump originally passed all preventive maintenance testing. The customer also stated that the issue was discovered attempting to program an additional test infusion. It was reported that there was no pt injury as a result of the reported symptom.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Eval could not confirm the reported symptom. Eval tested the device for 24+ hours and no keypad output anomalies were apparent. The keypad was delaminated and examined under a microscope with no failures being evident on the keypad. The device was determined to operate within specification in relation to the reported symptom. Because the keypad was delaminated, the keypad was replaced and the device returned to the customer. Reference MDR 1314492-2013-00676 for the same device.